Manufacturer narrative:
(B)(4). Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's daughter reported a head trauma occurred in (B)(6) 2018. The recipient has very poor speech comprehension with the device. Re-implantation surgery is considered pending medical clearance.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. In addition, 1 channel was extra cochlea since initial implantation. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient's daughter reported a head trauma which occurred in (B)(6) 2018. The recipient has very poor speech comprehension with the device. There was no swelling or redness reported. Re-implantation was performed.